Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 38 reports, regarding 49 devices, for this device family and failure mode. During this same time frame 4,116,200 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: if necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a total hip arthroplasty (tha) on 01sep23 when the ¿inner cannula of the plumepen ultra which olds the electrode broke and the pencil tip fell out.¿ the procedure was completed using standard cautery after a delay of one minute. There was no reported impact to the patient or user. A good faith effort was made to obtain further information about this event, however no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during a total hip arthroplasty (tha) on 01sep23 when the ¿inner cannula of the plumepen ultra which olds the electrode broke and the pencil tip fell out.¿ the procedure was completed using standard cautery after a delay of one minute. There was no reported impact to the patient or user. A good faith effort was made to obtain further information about this event, however no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.